Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a noted small pericardial effusion prior to implant of the leadless implantable pulse generator (ipg). A few weeks after the implant procedure the patient arrived at the hospital due to chest pain. The physician drained five hundred milliliters of fluid from the patient's effusion.